Manufacturer narrative:
The impella lp 2.5 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) year old (B)(6) female had impella lp 2.5 pump inserted in the left femoral before coronary artery bypass graft (CABG). Patient had spontaneous coronary artery dissection (scad), dissociation of left anterior descending (lad) and circumflex (cx) was observed during coronary angiography (cag) examination and dissociation progressed with contrast agent. On (B)(6) 2019 patient had cerebrovascular accident (cva) and stroke. The hypoxic encephalopathy due to cardiopulmonary arrest. Ischemic condition was found with MRI check.

Manufacturer narrative:
We received new information that the cerebrovascular accident (cva) was due to hypoxic encephalopathy and this happened during cardiopulmonary arrest (cpa) which was before impella insertion. This event has no relation to impella device.